Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint "of amiodarone infusion wouldn't run with the filter attached" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model "10013902" because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set is backing up all the way to the filter. The following information was provided by the initial reporter: lipids, which was given at less than 2ml/hr depending on weight of the patient. Their main concern was that they were seeing lipid backing up from bd¿s 0.2-micron filter set which is connected to the y on 2r8480 and it is backing up all the way to the filter on 2r8480 (see source photo).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set is backing up all the way to the filter. The following information was provided by the initial reporter: lipids, which was given at less than 2ml/hr depending on weight of the patient. Their main concern was that they were seeing lipid backing up from bd¿s 0.2-micron filter set which is connected to the y on 2r8480 and it is backing up all the way to the filter on 2r8480 (see source photo).